Manufacturer narrative:
To whom it may concern: on march 13, 2020, balt USA received a complaint regarding the use of a single optima coil (1.5mm x 4cm complex super soft). Details reported as follows: "during removal of micro-catheter, migration of the last coil complex-10 super soft." The results of our investigation, are summarized as follows: an evaluation of the actual complaint sample could not be performed as the device was reported unavailable. Follow up was made and it was reported that the deficiency did not lead to death or serious deterioration in health of the patient. It is possible that a combination of coil placement and interaction with other devices at the treatment site led to migration of the optima coil; however, lack of device return prevented deeper evaluation of the reported issue. Review of the lot history record for the reported lots did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 041719a has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "during removal of micro-catheter, migration of the last coil complex-10 super soft."